Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge following the proper technique and resumed insulin therapy, resolving the issue.